Event description:
Reporter alleged blood glucose measured 355mg/dl at 10:10 am back to back with a result of 91mg/dl when testing was performed at 10:11 am. Customer stated feeling low glucose symptoms at the time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.